Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded seven false episodes of atrial fibrillation (af) due to sensing of noise on the primary vector. The noise was reproducible with minimal arm movement on the primary and alternate vectors and significant noise was observed on the secondary and alternate vectors while the patient was in prayer's pose. Technical services discussed that the artifact was suggestive of compromised lead integrity and the company representative suspected lead fracture. It was decided to disable therapy, and the patient was to be scheduled for urgent lead replacement. .

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded seven false episodes of atrial fibrillation (af) due to sensing of noise on the primary vector. The noise was reproducible with minimal arm movement on the primary and alternate vectors and significant noise was observed on the secondary and alternate vectors while the patient was in prayer's pose. Technical services discussed that the artifact was suggestive of compromised lead integrity and the company representative suspected lead fracture. It was decided to disable therapy, and the patient was to be scheduled for urgent lead replacement. It was additionally reported that the lead was explanted and replaced on (B)(6) 2025 and is expected to be returned. .